Event description:
Hcp reported the pt had the device system removed due to infection. The device was returned to the MFR for analysis and the pt was reimplanted 2002 after the infection cleared up. The pt is reported to be doing fine. A follow up report will be sent when additional info is received.